Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that a little extravasation was seen after puncture, with slight tenderness. The patient with "cervical squamous cell carcinoma" underwent "PICC catheterization" on (B)(6) 2020. The procedure went smoothly. On (B)(6) 2020, scattered rashes and ruptured small blisters appeared around the PICC puncture site. Regularly changed the dressing, applied dexamethasone + gentamicin to the affected area, and advised the patient to drink plenty of water daily and strengthen the observation of the surrounding skin. The patient's condition improved on (B)(6) 2020.